Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they opened up the hemopro package and noticed the little tip was off, exposing the wire. The reporter clarified saying that it was the silicon jaw boot that was coming off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.